Event description:
It was reported that the pump's usb port was loose. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.